Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on the case. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The crack was at the battery tube side and belt clip rail. The customer reported battery cap damage. The battery cap does not have a permanent contact. The damage was affecting/impacting pump functionality. Instructed customer to revert to backup plan per healthcare professional instructions and to place pump in storage mode. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Pump received with battery cap contact missing. Unable to perform any testing. However, a test battery cap locks securely into place and the pump powered up properly. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit had battery cap contact missing, cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken belt clip rails, label damage and pillowing keypad overlay cosmetic damage was confirmed at battery cap contact missing, belt clip rail, battery tube side and cracked case. Were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.